Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced a high blood glucose level of 475mg/dl. The customer's mother reported being unable to remove the battery cap to change out the battery. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with stripped battery cap(p)coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. .